Event description:
This report represents a case study of sixteen patients over seven months who had dumon-y stents placed. Pulmonary nursing supervisors following cases started to sense a pattern in increased problems in this patient subset. The complications included increased secretions both minor and major with great difficulty coughing up secretions to invagination of stent. There were two deaths reported in this subset. However, death certificates on these two patients are not conclusive to this device, as there are many underlying diagnoses. Seventy-nine of the patients having this particular stent had post placement problems to some degree. Boston medical stated they would be reporting this to FDA this week in conjunction to our notification to them. A female patient with history of sarcoidosis and tracheobronchial stenosis developed dyspnea and cough productive of greenish-brown sputum one day after placement of dumon y stent. Five days later bronchoscopy revealed stent to be partially occluded by green mucoid material. Sputum culture showed pseudomonas susceptible to zosyn and tobramycin. Discharged home with PICC and on IV sosyn and tobramycin to return in five days. Seen in office seven days following bronchoscopy, and patient still on IV antibiotics via PICC in left arm. No apparent distress. Patient scheduled for bronchoscopy fifteen days following office visit. Spoke with patient via phone without complaints, although nurse noticed shortness of breath and was advised to go to ER if worsening. Unfortunately patient expired prior to scheduled office visit. Physician and office of environmental safety have spoken to customer service at boston medical. They stated they were concerned and have notified their french division. They reported to the FDA.